Manufacturer narrative:
A philips clinical solutions consultant (csc) reported the customer's concerns regarding the length of time it took for standby to clear. In response, philips upgraded the unit from software a rev b to rev 4. Since the upgrade there have been no reported issues. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the customer feels infinite standby of telemetry device at central station should not be available. Biomed indicated simulated testing was performed, resulting in 30 seconds from taking the device out of standby to an ECG trace appearing on the central station. Biomed found it was 45 seconds when tested using a patient, which was within normal limits. The customer also wanted to know if it was possible to remove the option for infinite standby. Additional information was not provided related the alleged unspecified harm. The device was in use at the time of the event.